Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose level was high. Troubleshooting was done and still no delivery alarm was occurred. Customer states the tubing is not bent or kinked. Customer states they have tried all remedies. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.